Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k3e plus blood collection tubes there were 3 tubes that underfilled, and an unspecified number of tubes had the stopper pop off. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® k3e plus blood collection tubes there were 3 tubes that underfilled, and an unspecified number of tubes had the stopper pop off. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The evaluation of the photo demonstrates underfill. It could not be determined from the photo whether the stopper popped off. A total of 20 retained samples underwent functional tests with deionized water, and it was determined that all tubes drew within specification. Additionally, 10 retained samples underwent functional tests where cap/stopper assemblies were removed and reattached and left to stand for 15 minutes. None of the cap/stopper assemblies popped off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: draw volume-underfill. This complaint has not been confirmed for the indicated failure mode: stopper function-stopper pop off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.